Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose levels ranging from 179 mg/dl to 199 mg/dl. A system check was performed with tandem technical support and a large air bubble was observed along the cartridge tubing. A new cartridge was loaded to address the event. Reportedly, no air bubbles were observed, and the customer continued using the pump for insulin therapy.